Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they are having some issues with the stimulation. They noted they are feeling more pain, and has been having bursts of shocking sensations. The patient stated they had a sharp back/nerve pain when they leaned forward. They mentioned that they may have pulled a muscle, thus increased stimulation to deal with the muscle pain. The patient thinks the muscle was pinching a nerve which caused an increase in pain. The patient stated that while they were changing the settings, they turned the stimulation on and off, they felt a shock. They wanted to meet with a manufacturing representative to have their device checked. The patient was redirected to their healthcare provider. Indication for use includes unsuccessful disc surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.